Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this right ventricular lead, into a patient with a rotated heart, initial lead location was unfavorable to extraneous sensing. The physician elected to reposition the lead tip, at which time a tamponade was noted and required the use of a pericardiocentesis kit. Over 100 ml of fluid were drained and the patient stabilized. Due to the risk of a potential future infection, the lead was removed and replaced. An additional 70 ml of fluid were removed and the procedure completed without additional reported complications or further intervention. No return of product is expected.